Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on (B)(6) 2022 for transmitter with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver change and boot was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and issue was not found within the investigation window. The allegation wasnot confirmed. The complaint states that signal loss over one hour was reported. Product was provided for investigation. The allegation was not confirmed via product. The probable cause could not be determined via product. The reported event of signal loss over an hour is reportable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.